Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging blood cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 01/31/2025: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer previously received information allegation of blood cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. The technician confirmed the operation of the heater plate. During review of the error logs, error log showed 0 errors logged. During the investigation technician observed potential spots of dried liquid on the top cover/ui panel and bottom enclosure. Dust-like contamination was observed on the top cover/ui panel, right side panel, interior side of the left side panel, on the blower cap, iso port, and walls of the bottom enclosure. Dust-like contamination with potential hair-like particles were observed around the control knob of the pca. Evidence of sound abatement foam degradation/breakdown was not observed. Technician observed dust-like contamination on and under the flip lid assembly, left side panel, the top and sides of the water tank, inside the humidifier bottom enclosure, on the dry box, on and under the heater plate, and in the lower base. An unknown brownish contamination was observed on the flip lid seal. Potential hair-like particles were observed on the interior side of the flip lid, inside the bottom enclosure, on the dry box, and in the lower base. Evidence of sound abatement foam degradation/breakdown was not observed. The product investigation laboratory is unable to directly address the symptoms outlined in the complaint.